Manufacturer narrative:
MFR has completed eval of a retained sample of the same lot, but has not yet evaluated the returned device. Eval of the returned sample will begin upon receipt. Okamoto will provide an update to FDA with the results of the eval once the testing is complete.

Event description:
The son of the consumer called us on (B)(6) 2013, to say that his mother (consumer) suffered burns after using the bodiheat product. He said he took photos of the affected area and sent her to her doctor for treatment. Okamoto requested the son send more information about the alleged injury, including the photos of the injury and information about the medical treatment. On (B)(6), we received the requested information. The consumer stated that she had a burn on her back that prevented her from lying down for over a week and that she still has scars. The doctor prescribed triamcinolone acetone cream usp, 0.1%.